Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. System check was performed by tandem technical support (cts) and no issues were identified. Customers blood glucose was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.